Event description:
It was reported that during an implant attempt, the helix of the lead was deployed several times at several locations in the atria without fixating the lead to the atria. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, the inner insulation was kinked/buckled. There was blood in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). The lead was stretched. Visual analysis revealed that the lead was damaged at implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
(B)(4)